Event description:
It was reported the pt had discomfort at the ipg site. The physician opted to replace the ipg and also moved the original ipg pocket location higher. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.